Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) reading was "high"; cause was not known. Infusion set site and cartridge were changed. Pump and syringe boluses were delivered to address bg. As event occurred in the past, recommendation was made for customer to discuss event with a healthcare provider.